Event description:
After successfully crossing the target lesion site in the marginal branch of the circumflex coronary artery with the balloon expandable coronary artery stnet with delivery system, the physician attempted to deploy the stent. The balloon would not completely inflate and was noted to loose pressure at 2 atmospheres. The stent was subsequently successfully deployed by utilizing three other balloon catheter devices. A lesion distal to the stented lesion was then treated with a ptca procedure alone. The physician then noted that circulation was not adequate, and decided to send the patient for an mergent CABG procedure.

Manufacturer narrative:
The results of the product eval revealed the observation of a fracture site in the delivery balloon distal to the proximal gold marker band. The fracture was noted to be indented, indicating a puncture pinhole fracture. However, no conclusion can be drawn, through the results of co's product eval, as to an assignable cause for the condition reported and observed. In response, a mfg investigation has been initiated. Should the results of this investigation reveal anything which could account for the condition reported, a follow-up 3500a report will be submitted accordingly.